Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 18, 2013.

Event description:
Per the clinic, the patient experienced poor performance with device use due to a ossified cochlea.the device was explanted on (B)(6), 2013, and the patient was reimplanted with another manufacturers device during the same surgery.